Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/22/2015 with the following findings: the pump was returned for investigation. Investigation revealed a detached audio bolus button cover. The battery compartment was also found to be cracked at the case seal below the pump. The battery compartment was also cracked at the case seal to the left of the bumper. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a detached audio bolus button cover. The battery compartment was also found to be cracked at the case seal below the pump. The battery compartment was also cracked at the case seal to the left of the bumper. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 12/22/2015.